Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited? No disposable" alarms. Per reporter the residual volume was 82.8 ml, given 101.2 ml, rate 4ml/hr. Res volume approximately 40 ml remaining when in clinic. The customer disconnected without receiving the remaining medication. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
(B)(6).